Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted (B)(6) 2007.

Event description:
The patient reported experiencing problems with the telemetry portion of the remote transmission for the implantable pulse generator (ipg) device. Follow-up with the clinic disclosed that the patient was no longer being followed at the clinic. No additional information was available. The device remains in use. No patient complications have been reported as a result of this event.